Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and mammogram. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound and mammogram. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as surgical impact opening (shell thickness within specification). Broken/opening on anterior side assessed, as surgical damage. And missing shell assessed, as inconclusive. Additional observations: crease is observed, on the device. Yellow particles were observed, on the shell. Nick is observed assessed, as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and mammogram. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and mammogram. Device has been explanted and replaced with non-allergan device.